Manufacturer narrative:
The complaint device has not been returned to date. A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
The blade being used during an operation started to make a grinding sound. The blade was pulled from the pt and the tip was broken. No pieces were broken off in pt.